Event description:
Covidien received information stating that during patient use, the 980 ventilator had a burning smell. The patient was transferred to another ventilator. There was no patient harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).